Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent cervical disc replacement at c5-c6. The surgeon trialed for the disc, and implanted a 6 x12 mm disc. There was no issue with the disc or instrument during insertion. The surgeon viewed under fluoro and felt the disc was not seated properly. The implant was removed, checked the endplate and inserter interface which was intact, so a second attempt was made and again did not feel the disc was aligned properly. The disc was removed and implanted a 3rd time with the same result. The surgeon opted to change to an acdf. No further incident was reported.